Event description:
It was reported that a ventilator's display would intermittently reset. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). A technical support engineer (tse) spoke with the customer over the phone. The customer confirmed the device did malfunction. The customer reported that they replaced the graphic user interface (gui)printed circuit board (pcb) and this resolved the issue. The device then passed testing and was placed back in service.

Manufacturer narrative:
(B)(4). The customer evaluated the device and was unable to duplicate the issue. The device functioned as intended.